Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found a crack on the bending section cover glue. The bending section cover glue was discolored. A chip on the edge of the light guide lens was also noted. As part of our investigation with this report, an olympus endoscopy support specialist (ess) was dispatched to the facility to provide in-service if necessary. On (B)(4) 2016, the ess visited the facility and observed that the staff was not manually cleaning the scope and not performing high level disinfection. The ess offered another visit but the facility declined the offer. The most likely cause of the reported event is failure to follow reprocessing steps. A review of the instrument history record showed that this device was purchased on (B)(6) 2014 and it was last serviced on (B)(4) 2016.

Event description:
Olympus received a voluntary medwatch # mw5059383 reporting: "we have an active duodenoscope surveillance culture program and culture the duodenoscopes after high level disinfection 2x. We use separate sterile brush and culture media for upper elevator, lower elevator and lens. We also culture a sterile water was from the working channel, we performed and ercp on (B)(6) 2015 with an olympus tjf-q180v (B)(4): scope cultures before and after the procedure were negative. Prior to this ercp, this duodenoscope had been cultured negative 9 times. While our protocol is to only culture after patient use, the same scope was inadvertently reprocessed and re-cultured (B)(6) 2016, and the lower elevator scope culture was +streptococcus sanguis (<100 colony forming units/ml). The scope was again reprocessed and re-cultured (B)(6) 2016 which was negative. The scope has been sent back to olympus for evaluation. We are re-evaluating and validation our culturing technique. Steris is evaluating our reprocessing machine/ we do not believe that the patient who underwent a procedure (B)(6) 2015 is at any risk as the pre-and-post-ercp duodenoscope cultures were negative."